Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead (B)(6) 2003; c174awk implantable defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported the left ventricular lead thresholds were high and the device outputs were high, which attributed to the rapid decrease in battery voltage in the device. The device was removed and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.